Event description:
Caller alleged discrepant results. Results as follows: date: (B)(6)2010, inratio: 6.1. Inratio: 3.5. The patient reported a 6.1 inr on (B)(6)2010, several weeks before patient reports a 3.5 inr. Coumadin dose was changed.

Manufacturer narrative:
All inr results provided by the customer are performed more than three hours between two readings. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis will not be performed and no further investigation will be pursued. Conclusion: product information was not available for further investigation. No product is expected to be returned. Root cause could not be determined from the information provided by the customer. Corrective action not required at this time.